Event description:
The pt reportedly experienced sound quality issues with his internal device. In addition, the pt also experienced episodes of shock with his device. External equipment was exchanged and programming adjustments were made; however, this did not resolve the problem. Testing of the device showed that it is not functional. The pt's device was explanted and the pt was reimplanted with another advanced bionics device.